Manufacturer narrative:
(B)(4). The reported complaint of the "screen suddenly went black and the pump stopped working" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ", during the use of the iabp, the screen suddenly went black and the pump stopped working. The doctor was immediately informed and another backup iabp was promptly used to maintain the patient's treatment". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", during the use of the iabp, the screen suddenly went black and the pump stopped working. The doctor was immediately informed and another backup iabp was promptly used to maintain the patient's treatment". No patient injury or consequence reported. The patient's current condition is reported as "fine".